Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The carrier board was replaced. No patient information available at time of MDR filing.

Event description:
The hospital reported that, during boot-up, the unit indicated a system malfunction. The clinician cycled power and continued with the case. At some point during the case, the unit shut down. There was no reported patient injury.